Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Intraoperatively during placement of insert, the locking wire on the new insert broke while the surgeon was impacting. The surgeon wanted to use a 0 degree insert but had to use a 10 degree insert as a replacement instead.

Manufacturer narrative:
An event regarding a broken locking wire involving a crossfire 0 deg insert was reported. The event was confirmed. Visual inspection noted a deformed locking wire that has disengaged from the liner. There was also significant damage to the liner consistent with attempted implantation. Medical evaluation not performed as no medical records were provided for review. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the damage to the locking wire was caused by a failed implantation attempt.

Event description:
Intraoperatively during placement of insert, the locking wire on the new insert broke while the surgeon was impacting. The surgeon wanted to use a 0 degree insert but had to use a 10 degree insert as a replacement instead.